Manufacturer narrative:
The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID #(B)(4).

Event description:
User called into emergency support program (esp) line during intra aortic balloon therapy, for assistance with arterial line quality. And the fiber optic waveform. The esp personel had reviewed and discussed the troubleshooting steps to the user in detail. User was appreciative of the support provided. No harm or injury reported.